Event description:
During a total abdominal hysterectomy procdure, the staples did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.